Event description:
A customer contacted beckman coulter (bec) reporting less than 10 ml fluid (that appears to be diluent) dripped from the manual sample probe in the coulter lh 500 hematology instrument. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, protective eyewear, and a laboratory coat at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. The operator was running patient samples at the time the leak was observed; however no erroneous results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 for this event. The fse found probe dripping and adjusted the probe wipe mechanism to repair the leak. Failure mode is the probe wipe was out of alignment. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).